Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -05243.

Event description:
It was reported the patient underwent a 1st metatarsal cuneiform fusion with mcbride bunionectomy, offset v osteotomy of 2nd metatarsal, pipj fusion of 2nd digit, edl and fdl transfer. It was noted the patient experienced a fall approximately one week after the initial procedure which resulted in several fractures to the metatarsals. Subsequently, the patient underwent a revision approximately 9 months later due to fracture of hardware and nonunion of 1st mc joint. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Expiration date initially reported was reported in error and should be blank. Manufacturing date initially reported was reported in error and should be blank. A review of the medical records noted no complications during implant and revision surgery. Review of the follow-up notes identified the following: the patient was non-complaint and overdid it which could result in the inability of the hardware to hold the fracture, etc and then the hardware fractures resulting in a bone fracture, implant fracture, and nonunion. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.